Event description:
A report was received that the patient underwent several revisions. No other information can be obtained.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model #: sc-2218-70, serial #: (B)(4), description: linear st lead, 70cm.